Manufacturer narrative:
The subject device has not been returned to omsc because the user facility continues to use the subject device with no problem. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a part of clip, which was used for the previous procedure for another patient came out of the subject device and fell into the patient during an upper gastrointestinal endoscopy procedure. The user facility retrieved the part of the fallen clip from the patient and completed the procedure using the subject device. The user facility believed that the clip was suctioned by mistake during the previous procedure. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".